Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. After going transseptal, during an afib procedure, a pericardial effusion was diagnosed via an intracardiac echocardiography (ice) catheter. The patient was being prepared for a pericardiocentesis at the time of the call. Additional information was received on (B)(6) 2021 and it was reported that during the case, a transseptal was performed and the left atrium (la) was mapped with a pentaray. When the doctor exchanged the pentaray for the ablation catheter, the sheath (abbott slo) fell back to the right atrium (ra). The doctor reinserted the slo to the la and advanced the ablation catheter. The ablation catheter would not move as was expected. It only moved right to left but not front to back. Then, it was noticed on ultrasound that there was an effusion. No ablation was performed and the case was aborted. The effusion was small and no intervention was necessary. The patient was reported to be in stable condition and expected to do well. Since the event (cardiac tamponade) is life threatening and might result in permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable. The deflection issue was assessed as not MDR reportable. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001006951.